Event description:
It was reported that the device was explanted due to pocket infection. The patient condition was stable during and post procedure.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and analysis was normal. No anomalies were found.